Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown revision procedure, the tip of an expedium nav driver broke off while putting in a new screw. The bone was extremely sclerotic. Fragments were generated but were easily removed. There was no patient consequence and the procedure was successfully completed without delay using a different screw driver. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).